Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that main full height drawer 5 on the assembly hard stop had broken off. A field service engineer was able to remove a broken piece of screw to allow insertion of a new one. The engineer borrowed a screw from another full height drawer to ensure that drawer 5 was properly installed. The hardware test application was executed, and over 40 medications were recovered between cubie pockets. Additionally, the engineer tightened several loose front panels. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers were failed to stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.